Event description:
Health professional reported the replacement of a lap-band access port due to a "leaking port" diagnosed during port revision surgery. Necessity for port revision surgery was first observed by physician when physician was "unable to access [pt's] port." During port revision surgery, physician performed a dye test with methylene blue and a blue "ring around back of port was noted." Lap-band access port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event had no information regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port of the connector tubing." Device labeling addresses the reported event of displacement as follows: "caution: "care must e taken to place the access port in a stable position away form areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "8. Penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle."